Event description:
It was reported that the patient underwent a coronary stenting procedure with placement of a 3.0 x 18 mm xience alpine stent in the distal right coronary artery. During post dilatation, a dissection occurred, which was treated with implantation of a 3.0 x 38 mm xience alpine stent, overlapping the previously implanted 3.0 x 18 mm xience alpine. Later that day, the patient experienced a non-serious elevation of cardiac enzymes, greater than 5 times the normal upper limit. No treatment was provided. Two days post procedure, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015: ECG=no myocardial infarction. (B)(6) 2015 : ck=365 u/l, normal upper limit 173. (B)(6) 2015 : ck-mb=33.05 ng/ml, normal upper limit 5.34. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.